Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 25mm 6dmm govt s/su leaked past the stopper. The following information was provided by the initial reporter: "customer indicates that according to the photos it is associated with the exit of the drug backwards instead of towards the patient."

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the occurrence was observed. The picture provided was evaluated and it was possible to observe barrel damaged. The possible cause for this is a failure at syringe assembly station with caused the damage. To define and manage actions to correct the incident, CAPA 1035416 was opened. Some actions performed: perform synchronism adjustment on the transfer disk; create a poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 25mm 6dmm govt s/su leaked past the stopper. The following information was provided by the initial reporter: "customer indicates that according to the photos it is associated with the exit of the drug backwards instead of towards the patient."